Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump started beeping and was leaking around 10 pm (they used cstd and that was still intact). They were unable to stop the pump. There was white powder from the 5fu on the pump and the pump was not displaying anything. They assume from being wet. Pump was still full of 5fu residue. The pump was still connected to the patient. It was wet everywhere. The bag in the cassette was empty. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. A leakage was found, but the probable cause cannot be determined. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.